Event description:
Ventilator defaulted to back-up settings during a power surge. Ventilator failed to recognize its backup battery. No memory of power surge recorded. Original settings - tv 700, fio2 - 35%, rate 14. Default settings - tv 500, fio2 - 100% rate 12.